Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as touch contamination; the patient did not clean the exchange area before beginning therapy. On the next day, the patient was hospitalized for the event. The patient was treated with unspecified antibiotic therapy. The patient¿s catheter was removed and was switched to hemodialysis. At the time of the report, the patient was still hospitalized and recovering from the event. No additional information is available.